Event description:
It was reported the programmer would not recognize devices. The programmer radio-frequency (rf) head was changed, with no effect. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event. The rf head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) system fan is noisy. (B)(4) rf (radio frequency) head cable found out of electrical specification. Head magnet is corroded.